Event description:
It was reported that the inserter (cartridge) scratched the optic of the intraocular lens (iol). It was reported that the inserter was rough, defective and it scratched the optic of the iol. The lens was removed and a new lens inserted. Reportedly, there was medical intervention required such as enlargement of the incision and/or removal and replacement of the iol; however, it was not specified if the incision was enlarged or the designation was for the lens removal and replacement. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were reviewed and all results were within specification. Plasma process parameters were within specifications during the plasma treatment for cartridges. Also, bacterial endotoxin test results were reviewed and no deviations were found. No discrepancy was found related to product. No deviation or non-conformance report (ncr) related the complaint types were generated during the manufacturing process of this lot. A review of the manufacturing process and/or the materials in the change control system showed that no changes were implemented with this lot or close to the date when this lot was manufactured. The documentation shows that this production order for the cartridges was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age/date of birth: unknown. Gender/sex: unknown. Implant date: if implanted, give date: na (not applicable) cartridges are not implanted. Explant date: if explanted, give date: na (not applicable) cartridges are not implanted, thus are not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.